Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. An extended investigation has been performed for the reported complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The customer reported having an unspecified error message issue. Attempted to replicate the reported issue using similar configurations of samsung galaxy note 8 android 9 3.4.2.9593, iphone 13 mini ios 17.0.3 3.4.0.7368 and was not able to replicate the complaint. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. The customer experienced a loss of consciousness and was treated with energy gel administered by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. The customer experienced a loss of consciousness and was treated with energy gel administered by caregiver. There was no report of death or permanent injury associated with this event.